Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. The blood glucose level was 373 mg/dl at the time of event. The infusion set was in use for less than 5 minutes. No further information available.